Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified shunt in forearm. A 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for 10 seconds, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.